Event description:
It was reported by the getinge fse during unboxing that the cardiosave intra-aortic balloon pump(iabp) screen has dead pixels. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.